Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an app crash alert occurred. It was determined that the patient experienced an app crash alert was related to the mobile application. Data was received but investigation window does not reflect the alleged device and/or the alleged issue. Confirmation of the allegation could not be determined. No injury or medical intervention was reported.